Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Per summons: pt was a (B)(6) pt in the hospital c intensive care unit whose PICC line clotted. She needed the PICC nurse to (B)(6) to declot the PICC followed by daily lovenox.